Event description:
The micro sagittal saw was sent in for eval due to overheating during procedure. The overheating was noticed at the end of the procedure. No adverse event was associated with the device.